Event description:
Found during routine testing. According to the reporter, the device displays an intermittent white screen, passing self check, but screen is solid white. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed an intermittent white monitor display and a failure of the device to fully power on. Physio replaced the user interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.